Manufacturer narrative:
Product examination: the returned product was inspected under magnification. Under magnification the batch number of the t8 cannulated hexalobe driver (pn 80-4151) was confirmed as 658461. Under magnification it was clear that the hexalobe tip of the driver had broken off. The broken tip was also returned. The returned tip was broken in half length-wise so it was not a complete piece. The broken tip was fractured at an angle, with a variety of fracture surfaces present across each of the lobes of the tip. The fracture surfaces were dull and gritty in appearance, indicative of a brittle fracture due to a single overload event. No signs of fatigue fracture were present. The driver measured 3.4295" indicating that the fracture occurred at approximately .0705" from the end of the hexalobe tip, approximately just before the tip begins its radiused transition to the shaft of the driver. No definitive conclusion can be made.

Event description:
It was reported: the doctor broke the tip of an acutrak 3 screwdriver tip 80-4151. He was putting an 18 mm 3.5 mini screw in on a radiocarpal fusion. He had drilled to correct depth and had done technique perfectly. The tip broke on last turn as it seated. The screw was undamaged and the compression was adequate. On floro the driver tip was seen in the wound and dr had to remove it. The case was finished without any adverse effects. Other than the time it took to retrieve broken tip. (5 extra minutes).